Event description:
It was reported that, during routine inspection, the cs300 intra-aortic balloon pump(iabp) displayed an error message autofill failure. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found sufficient vacuum was not coming and the drive pressure value was out of range. Further checked the machine and found the tubing coming from reservoir to purge assembly was completely disconnected. The fse then properly connect the tubing to purge assembly and also adjusted the 8psi regulator to obtain the pressure value in the proper range. Now sufficient vacuum is coming and the drive pressure value is in the proper range. The fse checked the unit again and found no error displayed. Observed the machine on system trainer for 3 hrs. Now machine is working ok. All functional and safety test performed.